Event description:
Hosp reports that unit alarmed, "fail to cycle" while on pt. Pt was immediately manually ventilated and placed on a back up unit. Staff attempted to troubleshoot unit; however, unit continued alarming "fail to cycle."